Event description:
Pause in continuous capture in stress echo - continuous capture gets stuck (5 to 10 sec) in middle of continuous capture.

Manufacturer narrative:
The root cause is an error in capture software for continuous captures in stress echo. The issue arises when the software to detect the end of the clip incorrectly has two notifications for the end of the clip instead of just one. In this case, the software does not start the next capture. There is a delay of 8 seconds before the software restarts the continuous capture. The mechanism for the double notification of clip end is that there are two software checks running in parallel. The first is checking for the last r-wave to end the clip. The second is checking that no r-wave has been detected and that the default time based duration of the clip should be used instead. The issue occurs when both checks notify the sw to end the clip. Typically the first check is always fast enough so that the second check does occur at the same time and only one notification is created.